Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. This lead is connected to a non boston scientific device. Technical services (ts) recommended further review by the physician. No adverse patient effects were reported. This lead remains in service.